Manufacturer narrative:
The pump was received with blank display due to moisture damaged on electronic assembly. The functional testing was unable to be performed due to blank display. The pump had corroded battery tube and moisture damaged motor assembly. The pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display and moisture damage. The customer states the pump was exposed to moisture damage. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.